Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head presented a 216 and 228 error message. The event occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head presented a 216 and 228 error message. The event occurred during a therapeutic laparoscopic cholecystectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.